Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Recurrent case of injection site atypical mycobacterial infection (abdominal) [atypical mycobacterial infection]. Case description: medical device info: novopen 3 (class iib) spontaneous report received from (B) (6) and reported by a endocrinologist as "recurrent case of injection site atypical mycobacterial infection". It concerns a (B) (6) male pt treated with novopen 3 (insulin delivery device) (start date 1990, ongoing) and protaphane penfill 3ml (long-acting human insulin) and actrapid penfill 3ml (fast-acting human insulin) (start and stop dates unknown) due to type 2 diabetes mellitus. Medical history includes hypertension, hypercholesterolemia, diabetic retinopathy, coronary artery bypass grafting, aortic valve replacement. The pt is on basal bolus therapy using protaphane penfill using a novopen 3 at night and novorapid flexpen before meals. The pt experienced injection site abscesses at the abdominal injection sites in (B) (6) 2004, then got the treatment of abscess incised on (B) (6) 2004, (B) (6) 2004, and (B) (6) 2004. Atypical mycobacterial infection at the injection sites was found and treated successfully with incision, drainage and antibiotics. No batch numbers or samples are available for analysis. Pt has been using the same pen and have performed the injections by himself for the last 18 years. He re-used the needles in the past and did not perform a function check prior to the injections. The suspected product was stored correctly according to product accommodations. The overall outcome is reported as recovered completely in (B) (6) 2005. In (B) (6) 2005, it is reported that no further abscesses had occurred. Reporters causality: probable. Novo nordisk causality: reportable. Comment: company comment. Patients with diabetes are at particularly high risk for infection comparing with non-diabetic people. Moreover, it is reported that the pt has re-use the needle for some time, and the same pen has been used for 18 years (the maximum period should be less than 5 years). All these circumstances greatly increased the chance for injection site infection. This case relates to similar event occurring in 2008. This info has been entered into (B) (4)/(B) (6). Comment: alternative aetiology: mycobacterial infection from novopen 3.